Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during therapy using an unspecified intra-aortic balloon pump (iabp) and an unknown iab catheter via axillary approach, the iabp unit displayed a sensor failure alarm. It was further reported that when switching to use the fluid lumen, the nurse could not aspirate the lumen clean and got air into the flush tubing. The nurse then had to clamp the tubing. When the balloon was being removed, a large clot reportedly dislodged and caused the patient to lose pulse in one arm. The clot was surgically removed and there was no lasting effect for the patient. The insertion was reported to be axillary, which is not the method described in the device instructions for use.